Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device came out with the sheath. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of the 6f/7f mynxgrip vascular closure device came out with the sheath. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle cartridge was disengaged from the black handle with the stopcock closed. The sealant was observed to have been protruding out from the shuttle cartridges distal end, covering the balloon proximal tip. The procedural sheath and sealant sleeve were not returned with the device. The advancer tube was found inside the outer cartridge tubing, likely engaged to the proximal tamp lock. The condition of the returned device indicates an incomplete removal of the device. It is unknown if the device was manipulated after use. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the shuttle cartridge was retracted to the black handle, and the advancer tube was found properly engaged proximal tamp lock as intended per the mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed through analysis of the returned device. The exact cause of the sealant stuck to device components could not be determined during analysis. The returned device performed as intended per the mynxgrip instructions for use (IFU). It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.